Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and a cosmetic flaw (gap) was observed between the top cover and front bezel. A functional evaluation revealed a short circuit detected error message upon plugging unit in. Further evaluation revealed a burnt resistor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include connecting a hand piece that is still wet from sterilization processing or connecting a shorted out hand piece causing damage to the motor controller pcb. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Additional information in a2, a3 and a4.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use instruments outside patient in an arthroscopy, the dii controller was getting really hot. The procedure was completed with a s+n back-up device. No delay was reported, and no patient complications were reported.